Event description:
It was reported the patient was implanted with a ventricular leadless pacemaker without issue. One hour post operation, the patient experienced ventricular tachycardia and needed to be externally shocked. The arrhythmia was converted successfully without further issue. An echo was performed to confirm no internal abnormalities. The patient was recovering and stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.